Event description:
It was reported that a large volume 100 ml intermate?s bladder ruptured. This malfunction occurred during infusion of a non-baxter product on a patient. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Visual inspection of the sample noted a ruptured bladder in a footing position. The bladder was microscopically examined. Marking on the interior surface of the bladder was observed near the rupture line, which is indication of internal damage. The cause of the issue could not be determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.